Event description:
It was reported that during a posterior lumbar fusion surgery, the powerease device exhibited aberrant noises, including a high-pitch sound and continuous beeping, which rendered the device unusable. The motor inside the device continued to rotate despite the operation switch being in the off position, and significant vibration was observed. During the procedure, the screwdriver attachment stopped functioning and became unusable. The physician expressed serious concern about the risk of explosion due to the device¿s abnormal operation, prompting the immediate removal of the device from the electrical outlet. The situation was described as extremely dangerous and alarming, to the extent that the surgical team felt it was necessary to have a fire extinguisher ready in the operating room for safety. The procedure was delayed by less than one hour. There was no patient injury.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found a seized motor, shorted bulkhead wires, and broken gears. H6: codes b01, c07, c070603 and g0203401, g04059, g04090 has been updated. The previously updated codes b17, c21 and g04063 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.